Event description:
It was reported "gamma nail broke at the level of the screw hole on a patient with a knitting delay. This incident involved an unanticipated surgery: osteosynthesis with screw-plate."